Manufacturer narrative:
Product event summary: the device was returned and analyzed and the returned device identified a failure condition that disappeared during analysis.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that only nine days after implant, the patient came to the hospital with a lack of stimulation. During implantable pulse generator (ipg) interrogation, there was no telemetry and no magnet response. The physician decided to replace the ipg with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.